Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ophthalmoplegia (ophthalmoplegia), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00069 and 3013840437-2021-00070 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from (B)(6) concerns a (B)(6)-year-old male patient. The patient was injected with hyaluronic acid, into the glabella (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. Immediately after the treatment with hyaluronic acid, the patient experienced a purpura/blister, ptosis, ophthalmoplegia and subconjunctival haemorrhage. The patient presented to the clinic 6 hours after the treatment with hyaluronic acid. The patients initial best-corrected visual acuity was light perception (lp). The patient underwent an ophthalmic, orbital, and brain imaging. The patient was diagnosed with ophthalmic artery occlusion. The patient was given a hyaluronidase injection, steroid pulse therapy, hyperbaric oxygen therapy and erythropoietin. As reported, injecting 400 units or more of hyaluronidase into the ischemic area was repeated every hour until the capillary refill became normal, and vigorous massage was followed along the course of vessel to facilitate the permeation of injected hyaluronidase into the vessel walls. There was no improvement of visual loss. As reported, intravenous methylprednisolone was administered at a dose of 250 mg/pulse up to a maximum dose of 1g/day for 3 days, and hyperbaric oxygen therapy, to prevent tissue necrosis. As reported, purpura and blisters and blepharoptosis/ophthalmoplegia gradually resolved within 3 months. At the 6 months follow-up, the patients final best-corrected visual acuity was light perception. It was further described that the patient was blind at the last follow-up. There was no sequelae. Due to the provided information, the outcome of the event ophthalmic artery occlusion was considered as resolving. The outcome of the event visual loss/ was blind considered as not resolved. The outcome of the events ophthalmoplegia and ptosis was considered as resolved. The outcome of the event subconjunctival haemorrhage was unknown. In the opinion of the authors, assumed that transient ophthalmoplegia might have been caused by a subtle embolic event to the ciliary artery or the muscular branch of the ophthalmic artery without retinal vascular occlusion. Visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.